Manufacturer narrative:
As reported, during the procedure, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. In the end, the operator abandoned the use of the occluder and switched to manual compression. The patient was unharmed. There was no reported patient injury. The femoral artery puncture point was blocked with a 7f blocker and a non-cordis 7f short sheath was used. The femoral artery was imaged prior to blockade and was free of tortuous and calcified lesions. There were no visible signs of device or package damage prior to use. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no stent near the puncture site. The vessel did not have stenosis greater than fifty percent (50%) at or near the puncture site, and the target femoral site had not been closed with any closure device or manual compression within the last 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. No audible click was heard when the sheath and vcd locked. The bleed-back indicator was not visibly damaged. The physician did not place their thumb on the plug deployment button during retraction, and the button was not depressed. The indicator window did not show any red color during retraction. The operator has more than 50 cases of experience with blockers. A non-sterile unit of the product ¿vascular closure device 7f - us¿ was received for investigation. Pre visual analysis, the following conditions were revealed: the delivery shaft had a kinked condition located approximately 2.5, 3, and 4 cm from the distal tip; the deployment lever was fully depressed; the indicator window was black/white/red; the plug was fully deployed and not included in the shipment; the cowling guard was locked; the back bleed port was in the deployed position; the indicator wire was retracted; and the device was blood-saturated. No other outstanding details were noticed. Dimensional analysis was performed to verify the outer diameter (od) and inner diameter (ID) of the delivery shaft, with measurements taken near the kinks. Results were found within specification. Functional analysis was not performed because the device was returned fully deployed and with the delivery shaft kinked. Due to these conditions, the device could not be reset to its manufactured position to perform the deployment process. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism was correctly assembled, and no anomalies were observed. The reported events of ¿indicator window-no change to indicator¿ and ¿vascular closure device (vcd)-no audible click¿ were not confirmed through analysis of the returned device as it was received in a fully deployed state and there were no issues noted to the internal mechanism. The exact cause of the issues experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the device was received with the deployment lever fully depressed and the window in the deployed state with no anomalies to the internal mechanism noted. However, procedural/handling factors are possible. It is also not possible to determine what factors may have contributed to the reported no audible click since there were no issues noted to the internal mechanism and the cowling was properly connected. However, it is possible that the user did not hear the click at the time of the connection. Regarding the kinked/bent condition of the delivery shaft, it is possible that procedural/handling factors contributed to this condition, and if this condition was present during use of the device, it could contribute to issues using the device. However, as this was not reported by the user, it is likely that this condition occurred after the procedure. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point.¿ the IFU also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during the procedure, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. In the end, the operator abandoned the use of the occluder and switched to manual compression. The patient was unharmed. There was no reported patient injury. The femoral artery puncture point was blocked with a 7f blocker and a non-cordis 7f short sheath was used. The femoral artery was imaged prior to blockade and was free of tortuous and calcified lesions. There were no visible signs of device or package damage prior to use. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no stent near the puncture site. The vessel did not have stenosis greater than fifty percent (50%) at or near the puncture site, and the target femoral site had not been closed with any closure device or manual compression within the last 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. No audible click was heard when the sheath and vcd locked. The bleed-back indicator was not visibly damaged. The physician did not place their thumb on the plug deployment button during retraction, and the button was not depressed. The indicator window did not show any red color during retraction. The operator has more than 50 cases of experience with blockers. The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.